Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No product or x-rays, or patient info was returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted in 2003. Post-op, the device fractured. The patient was revised in 2006.